Event description:
Patient reported to have undergone right total knee arthroplasty in 2010. Patient further reported that a revision procedure was performed in 2011 to replace all implants with antibiotic spacers. The patient alleged that the spacers were replaced with another total knee system approximately six weeks later. A subsequent revision procedure was reported by the patient to have taken place on (B)(6), 2014 due to suspected infection; re-implantation of a total knee occurred on (B)(6), 2014 . A review of invoice history could not confirm the procedures that were reported to have taken place in 2010 and 2011. Invoice history revealed that total knees were implanted on (B)(6), 2014. The patient currently alleges that tests for infection were negative, but that allergy tests have allegedly confirmed that the patient is highly reactive to nickel. Another revision procedure has been indicated by the patient; however, no additional revision procedures have been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 10 mdrs filed for the same event (reference 1825034-2015-00083 / 2015-00082 / 2015-00092 / 2015-00084 / 2016-01722 / 2016-01703 / 2016-01704 / 2016-01705 / 2016-01707 / 2016-01708). Product location unknown.

Event description:
It was reported by the patient that the patient underwent a right knee revision procedure approximately three (3) months post-implantation due to suspected infection. During the procedure, all components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ and number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015- 00082 / 00084 & 00092).